Manufacturer narrative:
(B)(4). No further details regarding patient, product or procedure were provided by the reporter.

Event description:
According to the reporter; during a nissen procedure the needle of the device become loose as it did not grip the suture the surgeon was using. There was no tissue loss or damaged, no bleeding, and less than a 30 min delay. No device or device component fell in patient cavity.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. No needle was returned with the instrument. No visual abnormalities were noted for the device the instrument was loaded with a needle from the post marketing vigilance (pmv) inventory and applied to test media. No difficulty was experienced in loading, unloading, or toggling the needle for both instruments. No difficulty was experienced in loading, unloading, or toggling the needle. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. The product analysis concluded there were no device abnormalities that would have caused or contributed to the reported incident. Therefore, our investigation was unable to establish a relationship between the device and the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
The patient status is "correct."